Manufacturer narrative:
The site provided the updated clinical trial safety event notification report. The cause of death was pneumonia and there was no relationship to the index procedure or to implanted devices. There is no allegation of any device malfunction or nonconformance. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Approximately twenty seven months after coil embolization of the anterior communicating artery aneurysm, the patient died. The cause of death and relationship to implanted devices are unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Approximately twenty seven months after coil embolization of the anterior communicating artery aneurysm, the patient died. There was no relationship to the index procedure or to implanted devices.